Event description:
This is a case report received by baxter (B)(4) regarding a dehp free solution administration set was found with a black particle at the level of the tubing. No patient involved, therefore, there was no patient injury or medical intervention necessary. There is no other information available.

Manufacturer narrative:
(B)(4) the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.